Event description:
It was reported that the lead exhibited intermittent ventricular capture at maximum output.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.